Manufacturer narrative:
Event description: it was reported that during an prp treatment the inner syringe cracked when drawing up the plasma and broke at the front. The failure mode remains undetermined. No further analysis can commence without receipt of the device. The most likely cause is a use error during blood draw.

Event description:
It was reported that during an prp treatment the inner syringe cracked when drawing up the plasma and broke at the front. Per complaint reporter there was no harm for patient, operator or third party. The treatment was finished successfully with a new device with the same part number. It was not necessary to do a second treatment.